Event description:
The consumer reported that the stimulator had "failed." It was stated that "they called it a memory discharge" and that "it was like a computer and it ran out of ram." The patient was reportedly told that "after the third time it happened, the implantable neurostimulator could no longer be used." It was noted that the patient "didn't get that much" benefit from the stimulator and was "still on a lot of drugs." The patient's indication for use was post lumbar laminectomy syndrome.

Event description:
Additional information received from the patient reported that their implantable neurostimulator (ins) had failed due to ¿battery discharge¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.